Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The infusor was received for evaluation. A visual inspection and functional testing was performed. The reservoir was filled with green colored water. No evidence of rupture was observed; however, a leak was noted at the welded area of the volume indicator port inside of the housing.

Event description:
It was reported that a half day infusor's reservoir burst during filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation: visual inspection of the unit showed no evidence of rupture on the reservoir. A functional test was subsequently performed by manually refilling the reservoir with green color water. After fill, no evidence of rupture was observed on the reservoir. However, a leak was noted at the welded area of the volume indicator port located inside the housing of the unit. The reported problem of a leak was confirmed. The root cause of the reported condition was a faulty weld of the volume indicator. The ultrasonic welders were recalibrated in (B)(4) 2013. Should additional relevant information become available, a supplemental report will be submitted. Clarification of the reported condition was received. It was reported that a leak was observed on a half day infusor during filling. There was no patient involvement. Additional information was requested and is not available.